Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Confirmed no repair history for the device. Based on the results of the investigation, the specific root cause of the missing washer and lock could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, a missing washer and lock were discovered and caused the camera head to detach from the rest of the device. Additionally, a dead pixel was noted on the image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus hd camera head due to the camera head having separated from the rest of the device during a procedure. According to the initial reporter, the type of procedure is unknown, but he did confirm that it was completed. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the washer and lock were missing. This report is being submitted to capture the missing washer and lock noted during the device evaluation.